Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with axcel surgical light. The sterilizable handle detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the event as the handle shouldn¿t detach. There is no information if in the time when the issue occurred, the device was or was not being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. According to the statement of service technician, the handle was broken by hospital staff. Therefore, we conclude that the root cause is misuse of the device. We believe the related devices are performing correctly in the market.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 31st december, 2020 getinge became aware of an issue with axcel surgical light. The sterilizable handle detached. There was no injury reported however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.